Event description:
It was reported the patient presented to the emergency room with inappropriate shocks due to oversensing. Upon interrogation, the device presented with noise on both the atrial and ventricular channels. The electrogram (egm) was noisy on both channels and even showed episodes with no signal in either egm. The device was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Upon receipt of device in the returned product analysis lab, it was confirmed in both preliminary and functional test that this device is not sensing. The device analysis confirmed a low output pulse amplitude issue. Once the device was opened, abnormal voltage potentials were observed. Further analysis identified high current leakage in the filter capacitor as the cause of the abnormal voltage levels.